Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore, based on the inspection of the quality documents associated with the manufacture of this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.

Event description:
Boston scientific crm received information that this right atrial lead was going to be repositioned due to loss of capture, lack of sensing and dislodgement. This lead remains implanted. As a result, boston scientific crm is unable to confirm the clinical observations. No additional information is available at this time.